Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that qty. 2 of an ar-3636 self bunching kl 1.8 fibertak, shoulder and an ar-3638ds fibertak disposables straight kit had an issue. During a shoulder scope in a labral repair procedure on (B)(6) 2022, when the surgeon was trying to do the repair stitches, both ar-3636 self bunching kl 1.8 fibertak, shoulder implants snapped/broke inside the patient, and all fragments from both devices were retrieved and removed. After that, the ar-3638ds drill bit broke inside the patient and the fragment could not be retrieved. The surgeon felt it was safe to leave it inside the patient, and the case was completed by using an ar-2923bc suture anchor, biocomposite pushlock®, sl 2.9 mm x 12.5 mm, lot number unknown, to complete the procedure successfully with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.